Event description:
Tah performed 5/6/97. Suprapubic catheter placed. Discharged home 5/9/97 with catheter in place. Returned 5/11 for wound check and bladder challenge. Passed challenge. Attempts to remove catheter met with resistance and tip broken off. Attempted to remove via local and clamp- unsuccessful. Pt taken to the or. Under regional, tip removed via cystoscopy. Pt discharged home same day.